Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a non-qualified cartridge. The handpiece and viscoelastic indicated are qualified for use with this lens with the use of qualified lens/cartridge combinations. The root cause is most likely related to a failure to follow the IFU. The account used an unqualified lens/cartridge combination. The company lens model in only qualified for use in the company cartridge up to 25.0 diopters. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that an intraocular lens (iol) was advanced with plunger upside down and the doctor worried that lens was scratched during surgery. The lens was removed from eye. There was no patient harm. The originally scheduled procedure was completed the same day.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).